Event description:
It was reported to philips that a pin on the battery pca was damaged. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.

Event description:
It was reported to philips that a pin on the battery pca was damaged. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. J1 pin 6 was found to be broken off of the pca.